Event description:
Pt underwent total elbow arthroplasty in 2008. During the procedure it was discovered that the custom extended articular surface condyle kit would not assemble together to allow for it to fit into the discovery humeral forks. Extra material was discovered on the axial of the male condyle. The surgeon burred this material off the condyle to allow it to fit correctly.